Manufacturer narrative:
The customer¿s report of a crack on the spin collar of the male luer was confirmed. Visual inspection showed cracks around the spin collar of the distal male luer. Further inspection under magnification showed several stress marks. No other damage or anomalies were observed. Functional and pressure testing was performed; no leaks or disconnections were observed. The root cause of the cracks was identified as the external application of force to the male luer.

Event description:
The event occurred as the nurse was connecting the set to the patient to start chemotherapy.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV set cracked at the luer during connection to the patient. The tubing was primed with normal saline and there is no report of patient harm.